Event description:
Consumer states she used a tampon from a brand-new box and when attempting to remove the tampon the string completely broke off. Consumer reported attending the emergency room to have the tampon removed.

Manufacturer narrative:
An investigation was conducted that included a trend analysis, product risk documentation, and review of the device history record for 25055ae and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Consumer states she used a tampon from a brand-new box and when attempting to remove the tampon the string completely broke off. Consumer reported attending the emergency room to have the tampon removed.